Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported they are possibly having their device removed. Manufacturer representative reported a surgical intervention is required at this point. No further information was reported.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient had pain in the hips from where their implantable neurostimulator (ins) was. Nothing went down to the feet and legs. The patient had severe pain down the spine in the lower back, out to the hip, and out to the ribs so they turned the ins off on (B)(6) 2016. The patient had met with the manufacturer¿s representative and where x-rays were performed. It was then noted that the x-rays were not what they needed (¿didn't tell them anything¿) and they ¿messed around¿ with programming. This worked for a couple of hours and the patient mentioned that all it did was to shift the pain to the other side of their back and noted that it didn't work. The patient then turned the ins off because the pain was so severe and stated that the pain medications were not keeping up with the pain. It was noted that the representative mentioned to the patient that most pain was favoring their right side. The patient was referred back to talk to their healthcare professional (hcp) but they stated that their case was a workman¿s compensation and they could not ¿initiate it¿. The patient stated that if they had their way they would ¿just have the thing removed¿. Additional information received from the patient on jan. 31, 2017 again reported they had pain issue with the stimulation, including following reprogramming which shifted the pain from the mid to lower back out the ribs from the right side to the left side. This lasted for 3 hours then it went ¿haywire¿. The patient did not that their pain was high without the stimulation in addition to medications and trigger point injections. The patient was going to discuss, with their hcp, having the device removed at their next appointment on (B)(6) 2017.